Event description:
It was reported that one week post implant of this implantable pulse generator (ipg), the patient experienced palpitations and a self monitored heart rate of 30-40bpm. A follow up holter monitor confirmed high-grade atrioventricular block. Device interrogation revealed high energy consumption with a remaining longevity of ten months. Additionally, abnormal impedances and noise were observed in unipolar configuration and fluctuating impedances in bipolar configuration on the right ventricular (rv) channel. All other parameters were within normal limits. X-ray did not identify any obvious displacement of the leads. A revision procedure was performed and the device was explanted and replaced. The explanted device is expected to be returned for evaluation. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.